Manufacturer narrative:
Sections with additional information as of 13-jul-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter to meter comparison of 359 mg/dl using true metrix meter and 257 mg/dl using dr.'s device. The customer¿s expected am fasting blood glucose test result is 257 mg/dl. The customer feels well and did not report any symptoms. Customer stated that she had obtained the result of 359 mg/dl on (B)(6) 2023; customer stated she thought the result was too high and so she immediately went to see her doctor to check her blood glucose. Customer's blood glucose test result at the doctor's office had been 257 mg/dl; customer stated it was about 30 minutes from the time she had tested at home using the true metrix meter. The diagnosis was high blood glucose and the doctor prescribed metformin. Customer stated that she was not having any diabetic symptoms when she went to the doctor's office. During the call, a blood test was performed by the customer fasting and produced test result of 265 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 08/31/2024 and open vial date is (B)(6) 2023. The meter memory was reviewed for previous test result history (only two results provided): result 1: 321 mg/dl, date: (B)(6) 2023, time: 7:51 am fasting; result 2: 359 mg/dl, date: (B)(6) 2023, time: 9:17 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter result. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.